Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
As reported via legal documentation a 53 y/o female patient had a right knee replacement on (B)(6) 2015. Approximately 7 years after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 8 dec 2022 diagnosis: right instability of knee prosthesis intraoperative findings revealed a moderate to large amount of normal-appearing joint fluid. All components appear to be well fixed and in good position. There was medial tibial osteolysis affecting about 20% of the component. There was a large amount of posterior condylar osteolysis on the lateral side of the femur. The polyethylene liner had severe wear on the medial side with pitting and delamination. There were no complications. The patient was then taken to the recovery room in satisfactory condition.

Manufacturer narrative:
D10: concomitants: 02-010-01-0225 - logic femoral ps cem left sz 2.5, 4045506. 02-010-01-0325 - logic femoral ps cem right sz 2.5, 4139570. 02-012-35-2509 - logic tibia ps mod insrt sz 2.5 9mm, 3683005. 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t, 4076236. 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t, 4154751. 200-02-32 - three peg patella 32mm, 4167503. 200-02-35 - three peg patella 35mm, 4186839. 204-34-02 - fluted stem extension 25l x 14 mm, 4205727. 204-34-02 - fluted stem extension 25l x 14 mm, 4206933. 204-70-00 - tibial stem ext. Screw, 4139984. 204-70-00 - tibial stem ext. Screw 4144631 pending investigation.